Event description:
This report was received from (B)(6). This is a spontaneous report by a consumer with supplemental information from the nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex (dianeal pd4 sys ii w/ 1.5% and 2.5% glucose) and extraneal viaflex w/ 7.5% icodextrin system ii therapies, intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, the patient was diagnosed with peritonitis. The nurse reports that the cause of the peritonitis appears to be a (B)(6). They are still waiting for confirmation. The dianeal and extraneal therapies were ongoing. It is unknown if the peritonitis was resolving. No statement of causality was reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.